Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the lower rate on the implantable pulse generator (ipg) was set to 60 beats per minute but their pulse on their oximeter was 36. The ipg remains in use. No further patient complications have been reported as a result of this event.